Manufacturer narrative:
Date of report: september 6, 2007.

Event description:
Procedure: adrenalectomy (kidney/adrenal gland) according to the reporter: during the use of the device the pouch partially disengaged from the instrument. Nothing fell into the pt cavity and the specimen was retrieved using another device of the same model.